Manufacturer narrative:
Date of event was reported as "(B)(6) of 2016 or 2017". The main component of the system and other applicable components are: product ID: 3093-28, lot#: v556131, implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. (B)(4). See manufacturer¿s report # 3004209178-2017-10188 for the patient¿s other device issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported that one part of the lead was broken off and hitting their coccyx. It was also reported that the ins was not working, that the patient got electrical shocks in their back and buttocks so the stimulation was turned off. The shocking stopped but then the patient got terrible bladder spasms and their catheter had blood in it. The patient thought the healthcare professional (hcp) ¿went in and replaced the whole system. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.